Event description:
It was reported that during patient use, the ventilator exhibited high pressure readings. The patient was transferred to an alternate ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
The covidien technical service engineer (tse) troubleshot this issue with the customer over the telephone. The action recommended by technical support engineer (tse) corresponds with accepted service practices for the error codes generated by the device. The customer reported that they replaced the exhalation valve, and the issue was resolved. Covidien reference # (B)(4).